Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving hydromorphone at unknown concentration/dose via an implantable pump for non-malignant pain. The patient stated that they were having episodes after they got her medicine and they were sick for a whole day. Patient stated that it turns off her central nervous system, they can not pee or walk, throw up constantly, and was sicker than a dog and they just kept trying to drink water and it goes away. Patient stated that it happened this monday and she felt fine today. Patient stated that this had happened since implant she has had 7 episodes in total. Patient mentioned the first few times they were in the hospital, and this was a milder one, but the first ones were very bad. Patient stated that she did not know what to do and needs the pain pump. Patient stated that she was not getting much help from her physician. Patient asked if this was something that happens to other people and if there was something they could do about it. Patient asked what was the best medication that provided the best results for patients. Patient stated that she had tried fentanyl, morphine and prialt and has had episodes with all of them. Patient stated that when she got the test shot with prialt, she had the same reaction she was having now only more severe. Patient stated sometimes it happens right after the fill or days after fill. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.